Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During t2 humeral nail surgery, when the surgeon drilled the proximal screw hole of nail(oblique hole), drill did not pass screw hole. The drill passed anterior of nail. Therefore the surgeon tried the drill to transverse hole and inserted screw. The surgeon requested the investigation of the devices.

Manufacturer narrative:
Evaluation revealed the target device humerus to be the primary product. The tissue protection sleeve returned is regarded to be a concomitant item. No further associated products were reported. A review of the DHR for the target device revealed no discrepancies. The device was delivered in 2011 in faultless condition and the circumstance that the device had been in use for more than 5 years suggests that the device has worked as intended in pervious surgeries. Investigation confirmed that targeting function as well as for the proximal locking options is given in full. Review CAPA databases and risk analysis did not identify any conspicuity. No non-conformity was identified. The case is most likely attributed to user-customer-deviation from surgical technique.

Event description:
During t2 humeral nail surgery, when the surgeon drilled the proximal screw hole of nail(oblique hole), drill did not pass screw hole. The drill passed anterior of nail. Therefore the surgeon tried the drill to transverse hole and inserted screw. The surgeon requested the investigation of the devices.